Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
There is a reported upcoming revision surgery. The surgery intended to revise both the talus and tibia since the surgeon was not able to get to the tibia for intramedullary preparation and fixation without removing the talus. The surgeon will need to use invision tibia and talus. The reason for the revision is because the tibia has subsided likely secondary to osteolysis under component and low profile tibia component in patient with tn arthrodesis.

Event description:
There is a reported upcoming revision surgery. The surgery intended to revise both the talus and tibia since the surgeon was not able to get to the tibia for intramedullary preparation and fixation without removing the talus. The surgeon will need to use invision tibia and talus. The reason for the revision is because the tibia has subsided likely secondary to osteolysis under component and low profile tibia component in patient with tn arthrodesis

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted.